Manufacturer narrative:
Additional information: addition details about event from customer added. Investigation results: a 82113e-0006 sample was not available for investigation, however the customer reported that the affected sample was from lot 23049057. The customer reported that a piece of plastic was found in the burette during refilling of the infusion set. As part of the investigation, a photograph was provided by the customer to aid the investigation; analysis of the photograph confirmed the customer's experience with a small blue particulate stuck to the wall of the burette. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23049057 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience; furthermore as the contaminant was found following refilling of the burette it is not possible to determine if the contaminant may have entered from the infusion container. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 82113e-0006 product in the past 12 months.

Event description:
Additional information: can you confirm if the packaging of the product is damaged? The packaging was not damaged. Can you confirm when the error was detected during priming or during infusion? If during infusion, after how much time? The blue piece ended up in the burette every time the vitalipid was injected through the entrance gate of the burette. So in the preparation. They saw it immediately and never connected the burettes to the patient. Can you confirm the exact location of the reported error within the set? In the burette's room (not in the pipes). Can you confirm the nature of the foreign matter - color, size, texture etc.? Blue, 1mm³, rubber when was the problem identified (before use on the patient, during preparation for use, or during use)? So the problem was identified during the preparation. Did the defect result in serious injury? The defect did not lead to a serious injury as the home nurses saw it in time. Did the treatment plan need to be adjusted as a result of this incident? No did any medical intervention need to be carried out as a result of this incident? No did any other actions need to be taken as a result of the defect? Even stricter control in preparation. A new burette was taken every time the problem was detected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd gravity set foreign matter within fluid pathway the following information was received by the initial reporter with the following verbatim: within our hospital, we received a report that when using the burettes with ref. 82113e-0006. (Inline buretrol pediatrie - cst0119). A piece of plastic ends up in the burette when refilling. This looks like a piece of the rubber entering through the port into the burette itself.